Manufacturer narrative:
A2): patient date of birth unk. B6): relevant tests/laboratory data unk . H3): the turbo-elite and non philips guide wire were returned to the manufacturer. Visual inspection found the guide wire protruding from the turbo-elite proximal end and distal tip. Significant force was required to move the guide wire within the turbo-elite; resistance appeared to be from biologics, as no additional substances or objects were observed when guide wire was moved. Turbo-elite: two kinks were present, at 65 cm and at 95 cm from the proximal end. Beginning 10 cm distal to the bifurcate handle with a total length of 30 cm, the outer jacket was melted and breached. Additional damage included excessive twisting of the outer jacket and multiple broken fibers. Guide wire: heavy biologics coated the surface of the wire. No damage noted to the ends of the guide wire protruding from the device. H6): based on completion of the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen that during use of the device, heavy biologic buildup creates resistance within the inner lumen, and leads to the damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified, fibrous lesion in the proximal tibioperoneal (tp) trunk. A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. While lasing, a split in the outer jacket was detected. Therefore, the turbo-elite was removed and a new device was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.